Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros hcg ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results a reagent related issue is not likely to have been a contributing factor to the event. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer complained that a non-reproducible, higher than expected vitros hcg ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. Vitros hcg ii result = 165.28 miu/ml verses expected result <2.39 miu/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros &#61955;g ii result was reported outside of the laboratory, however, bhcg testing was repeated on the affected sample and a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).